Event description:
The patient had the balloons implanted on (B)(6) 2018. The patient had "unique" anatomy with a tightly curved, j shaped stomach making orientation of both the endoscope and balloon difficult resulting in the device being placed "upside down." (I.e. The distal balloon was facing the fundus.) Once the balloons began filling, it was confirmed that the balloons were backwards with the distal facing the fundus. The procedure was completed without re-orienting the balloons. On (B)(6) 2018, the patient reported blue/green urine to the physician. The patient visited the physician's office on (B)(6) 2018 for removal and replacement of the balloons. During the removal process, the balloon which was more proximal to the esophagogastric junction leaked and had a large tear.

Manufacturer narrative:
Engineering is currently investigating the returned product. Once the investigation is completed, a follow-up report will be submitted.

Event description:
The patient had the balloons implanted on (B)(6) 2018. The patient had "unique" anatomy with a tightly curved, j shaped stomach making orientation of both the endoscope and balloon difficult resulting in the device being placed "upside down." (I.e. The distal balloon was facing the fundus.) Once the balloons began filling, it was confirmed that the balloons were backwards with the distal facing the fundus. The procedure was completed without re-orienting the balloons. On (B)(6) 2018, the patient reported blue/green urine to the physician. The patient visited the physician's office on (B)(6) 2018 for removal and replacement of the balloons. During the removal process, the balloon which was more proximal to the esophagogastric junction leaked and had a large tear.